Manufacturer narrative:
Arjo was informed about a patient fall from a citadel plus bed frame. Following information gathered, the reported fall occurred because a side rail panel detached when the patient leaned on it at time of repositioning. The user complained on the back pain as a result of this event. No medical intervention was needed. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. An inspection of the claimed device conducted by an arjo representative allowed to confirm that one of four side rail panels was broken off the side rail mechanism. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding is in line with description of the event provided to arjo. To conclude, the side rail panel detached from the side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. Although there was no serious injury reported, the complaint was decided to be reportable due to the allegation of patient¿s fall.

Manufacturer narrative:
The customer was visited by an arjo representative to perform an inspection of the involved device. The device evaluation revealed that the side rail panel was broken off the side rail mechanism. No other issues were observed. Analysis of collected information is ongoing . Conclusions from an investigation will be provided to a final report.

Event description:
Arjo was informed about an patient fall from an citadel plus bed frame. Following information gathered, the reported fall occurred because a side rail panel detached when the patient leaned on it at time of repositioning. The user complained the back pain as a result of this event. No medical intervention was needed.